Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was no anti-coagulant present, resulting in clotting of the patient sample. The device was replaced, and the sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were analyzed for heparin content, and all were found to be within specification. There is no evidence within the device history record (DHR) of any issues associated with this manufacturing lot, and there is no objective evidence that identifies the device as the cause of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was no anti-coagulant present, resulting in clotting of the patient sample. The device was replaced, and the sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.